Manufacturer narrative:
The pump was received with blank display due to broken solder joint of power connector. The pump had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 516 mg/dl. The customer state the display is blank appeared out of nowhere, but did mention dropping the pump. The customer treated with manual injections for the high blood glucose. The customer was advised to remove the battery for ten minutes and clean the battery cap. After reinserting the battery back in the pump, the display did not return. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.